Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The troubleshooting measures included the replacement of the manipulator on the surgeon side console to address the error code 23062, which was confirmed through log review and onsite evaluation. The replaced part was subsequently returned for failure analysis. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy mtm ssc is5000 was analyzed and the field error was confirmed through lighthouse logs, indicating repeated occurrences of error 23062 related to mtm_wrist_pitch. No physical damages were found on the unit, and it passed all in-house system and fitness tests, including a one-hour sine cycle and slow speed cycle on wrist pitch, with no errors triggered. As a precaution, the gimbal and slip ring were replaced on the unit.

Event description:
It was reported that during a nephrectomy procedure using the da vinci 5 system, the left hand on the second surgeon side console was not available. The customer contacted technical support, who reviewed system logs and confirmed errors related to the master tool manipulator. The customer was advised to power cycle the system when clinically possible, and later reported that a hard reboot did not resolve the issue. The procedure was completed as planned with no report of patient injury or death.

Manufacturer narrative:
Updated annex g code.

Event description:
Refer to h11 for follow-up information.